Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by constipation, abdominal pain and vomiting. Two days prior to the peritonitis diagnosis, the patient experienced constipation. On the same day as the peritonitis onset, the patient has recovered from constipation and began treatment with vancomycin (2gm, discontinued, route and frequency were not reported) and tobramycin (40mg, discontinued, route and frequency were not reported) for peritonitis. Seven days after the peritonitis onset, the patient was hospitalized for the event. The patient was treated with meropenem (1gm, discontinued, route and frequency were not reported) and fortum (1gm, discontinued, route and frequency were not reported) 11 days after the peritonitis onset. The patient experienced abdominal pain and vomiting 12 days after the peritonitis onset which were reported to be caused by a change in caretaker. Five days from the symptom onset, the patient has recovered from abdominal pain and vomiting. It was reported that the patient was discharged 14 days after hospitalization. Pd therapy was discontinued 18 days after the initial therapy start date and the patient was switched to hemodialysis twice a week. At the time of this report, the patient has recovered from the events. No additional information is available.